Event description:
Reportedly, dr. Was placing the clips on a variety of vessels and found that the vessels were still leaking after the clip was applied. He stopped using the first instrument because of this and started to use a second endo clip to discover that the problem was persistent. His chief complaint is that the clips are cutting the vessels and causing them to bleed instead of coccluding the vessels. Procedure type: lap nephrectomy.